Event description:
It was reported that pump touchscreen had poor responsiveness, requiring repeated touches for daily use and had been worsening over the past month while customer experienced a high blood glucose reading of unknown specific value. Customer delivered correction bolus via pump, did not require help from a third party, and, after technical support guided cleaning steps, touchscreen tests, and a full pump reset that still failed, technical support arranged replacement pump shipment while customer continued using current pump with plan to use alternate insulin method if needed and agreed to return malfunctioning pump and set up and connect replacement pump as instructed.